Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter zip code is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the connecting screw was unable to engage with the nail. The procedure was completed using the second connecting screw in the set. There was no patient consequence. There was no surgical delay. There is no further information available. This report is for one (1) cann connecting scr w/internl thrd f/percutan insertn handle. This is report 1 of 1 for (B)(4).